Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of dilator detachment of device or device component.

Event description:
It was reported that an obtryx system - halo device was used during a procedure. During the procedure, it was noted that the tunneling needle lacked solidarization between the plastic sheath of the mesh with the blue end that was equipped with a metallic ring for positioning and for sling traction. The procedure was completed with another of the same device. There were no known patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported that an obtryx system - halo device was used during a procedure. During the procedure, it was noted that the tunneling needle lacked solidarization between the plastic sheath of the mesh with the blue end that was equipped with a metallic ring for positioning and for sling traction. The procedure was completed with another of the same device. There were no known patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a0501 captures the reportable event of dilator detachment of device or device component. Upon receipt at our quality assurance laboratory, this obtryx system - halo underwent a thorough analysis. Visual inspection of the returned delivery device and mesh assembly found no defects. The analysis of the returned device did not find any issues. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on the information available and analysis results, the reported event of dilator detachment of device or device component was not confirmed. A conclusion code of no problem detected was assigned to this investigation.